Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the implant procedure the lead was tested and the active fixation tip would not deploy. After several attempts the lead was set aside and a new lead tested and used. No patient complications have been reported as a result of this event.